Manufacturer narrative:
By checking the sterilization charts of all the involved components, no anomaly was found, thus we can state that these products had been regularly sterilized before being placed on the market. We will proceed with further investigation and submit a final MDR once concluded.

Event description:
Revision surgery due to infection performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2015. The components previously implanted are the following: smr cemented stem ø12 mm 1306.15.120 lot# 1405152 ster. 1400206. Smr reverse finned humer. Body 1352.15.050 lot# 1412701 ster. 1400325 smr reverse hp liner short 1365.09.010 lot# 1412110 ster. 1400321 (this model is not marketed in the USA). Smr connector small r 1374.15.305 lot# 1407344 ster. 1400191. Smr reverse hp glenosph. 40 mm 1374.50.400 lot# 1413873 ster. 1400327 (this model is not marketed in the USA). Smr uncement. Glenoid #small-r 1375.20.005 lot# 1413228 ster. 1400341 (this model is not marketed in the USA). Bone screw ø6,5 h.20mm 8420.15.010 lot# 1414426 ster. 1500017 event happened in (B)(6).

Manufacturer narrative:
Check of sterilization charts: the check of the sterilization charts did not show any anomaly on: a total of (B)(4) cemented stem placed on the market with the same lot# and ster.#; a total of (B)(4) reverse humeral bodies placed on the market with the same lot# and ster.#; a total of (B)(4) reverse hp liners placed on the market with the same lot# and ster.#; a total of (B)(4) connectors placed on the market with the same lot# and ster.#; a total of (B)(4) glenospheres placed on the market with the same lot# and ster.#; a total of (B)(4) glenoids placed on the market with the same lot# and ster.#; a total of (B)(4) bone screws placed on the market with the same lot# and ster.#. By the results of the of the sterilization chart analysis, we can state that all the products previously implanted had been correctly sterilized before being placed on the market. This is the first and only complaint due to infection received with these lot/ster.#s. Explants analysis: no explants or pictures available for further analysis. X-rays analysis: x-ray images were not available for a clinical evaluation. We do not received info related to patient's clinical data, any previous infection, germ responsible for the infection. With the only few info received and based on our analysis, we cannot estimate a certain root cause for the infection reported. By our sterilization charts check, all the components implanted on (B)(4) 2015 have been correctly sterilized before being placed on the market. Case not product related. Pms data: according to our pms data, smr reverse revision rate due to infection is (B)(4). None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Revision surgery of smr reverse due to infection performed on (B)(6) 2018. Previous surgery was performed on (B)(6) 2015. The components previously implanted on (B)(6) 2015 are the following: smr cemented stem ø12mm, code #1306.15.120 lot# 1405152 ster. 1400206; smr reverse finned hum. Body, code #1352.15.050 lot# 1412701 ster. 1400325; smr reverse hp liner short (not marketed in the USA), code #1365.09.010 lot# 1412110 ster. 1400321; smr connector small r, code #1374.15.305 lot# 1407344 ster. 1400191; smr reverse hp glenosphere dia.40mm (not marketed in the USA), code #1374.50.400 lot# 1413873 ster. 1400327; smr uncement. Glenoid small-r (not marketed in the USA), code #1375.20.005 lot# 1413228 ster. 1400341; bone screw ø6,5 h.20mm, code # 8420.15.010 lot# 1414426 ster. 1500017. According to the info reported, during the revision surgery, the patient was treated with cement plug. No info received about germ responsible for the infection and components possibly implanted during a second stage revision (not reported to lima if performed). Event occurred in australia.